Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verio iq meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unsure when the alleged product issue began. The patient reported obtaining blood glucose readings of ¿511 and 400mg/dl¿ on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient reported that, on the afternoon of (B)(6), they increased their usual of humulin insulin by 5 units in response to the alleged inaccurate readings. The patient reported developing symptoms of ¿shaky, sweaty, blurred vision and light-headed¿. The patient reported being admitted to hospital but did not provide any further details of any treatment received. The patient reported testing their blood glucose on a doctor/clinic¿s meter but could not recall the results obtained. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms and was admitted to hospital after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed.the retain test strips passed all testing.a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.